Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the distal loss of seal was determined to be anatomy related, due to the tortuous common iliac artery anatomy. There was no device related issue involving the type ii endoleak. The cautionary product use condition, patent lumbar arteries, likely contributed to the type ii endoleak. The final patient disposition was discharged on post operative day six. No additional patient sequelae has been reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An afx2 bifurcated was implanted to treat an abdominal aortic aneurysm. The routine follow-up showed the presence of type ib leak. A re-intervention was completed where an ovation limb was implanted to extend the distal seal successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.